Event description:
It was reported that the 9800 system had a filament cal required error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gi3, ffb, and sib boards were installed during the service call. The system was tested and found to be working as intended and put back into service.